Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check with message 'system volume too large'. Identification of issue has been done by analyzing problem description. The device¿s logs and service report were not attached. There was no patient involvement. According to the information provided by the technician, the nozzle units of air and o2 gas modules need to be replaced to resolve the reported issue. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manuals for servo-I rev. 06, and service manuals for servo-I rev. 10 the complete plastic nozzle unit must be replaced during preventive maintenance. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4)